Event description:
It was reported to empi, that a patient received a 2cm burn from the disperse side of an action patch while treating scar tissue from a (B)(6) arthroscopic surgery of the right knee. This was a 6 hour treatment and patient noticed burning sensation with in 3 hours and removed the patch. Patient was given antibiotics.

Manufacturer narrative:
Method and results: we are unable to evaluate as no product was returned; the patient disposed off the electrode. A follow up report will be submitted if more information becomes available.